Event description:
It was reported that during a follow up the battery indicated 1.5 years remaining. Premature battery depletion was alleged. The device was explanted. No adverse patient effects were reported. Should the device be returned this investigation will be updated.